Manufacturer narrative:
The customer performed qc and the results were within the acceptable ranges. The field service engineer performed precision testing with passing results. After service, no further issues were reported by the customer. The investigation reviewed the provided pictures of the patient's sample and there was no indication of a sample issue. The investigation reviewed the system alarm trace and did not find any sample pipetting alarms near the time of the event. The investigation confirmed the customer's qc results were within the acceptable ranges. Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results for one patient tested on a cobas e 801 analytical unit. On (B)(6) 2022, the patient's initial vitamin b12 result was 106 pmol/l. This result was not reported outside the laboratory. On (B)(6) 2022, the patient's first repeat vitamin b12 result on a different e 801 module was 141 pmol/l. On (B)(6) 2022, the patient's second repeat vitamin b12 result after recentrifuging the sample was 133 pmol/l. The vitamin b12 reagent lot number was 584567 with an expiration date of 31-may-2023.